Event description:
It was reported that the mobile app was frozen while the user attempted to load a cartridge, with the process stuck at the fill tubing screen. There was no reported adverse impact. The customer was instructed by technical support to force close the app, uninstall and reinstall it, reset the phone, and reset the pump. Customer reverted to an alternate method of insulin delivery.